Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the inspiratory pressure autozero solenoid and performed extended self-testing on the device; all tests passed. (B)(4).

Event description:
Covidien received info stating that the 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.